Event description:
A malfunction alarm with code malf 12 was reported, but there were no notable events preceding it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided guidance on resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to report any further issues if they arose, which the customer understood.